Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the right atrial (ra) lead had both pacing and sensing failure. It was discovered that the lead had become dislodged. It was noted that the physician thought there was less slack on the lead and the lead helix was imperfectly fixed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.